Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy/implant had never worked for them on their right side, which is where their pain is located. The patient noted that they are in pain. They stated their implant provided relief on the left sideat first, but it eventually stopped. They mentioned they have had a couple of adjustments done to their stimulation, but that did not resolve the issue. The patient also stated that their implantable neurostimulator (ins) is bulging outside of their back. They added that at first the ins was smooth after settling in, but now it is sticking out and sore/sensitive to the touch. The patient noted they are unable to recharge their ins due to that issue. They mentioned their ins is currently off and needs to be recharged. It was reported that an x-ray was done, but showed that the ins had not moved. The patient discussed having the device explanted with their healthcare provider, but they think their doctor has given up and done all they can do. The patient did not want to have an appointment with them unless necessary. The patient was sent physician listings. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.